Event description:
This is being filed as the clip delivery system (cds) was returned without the orange o ring in the lock lever. A missing o ring can lead to leakage and air introduction into the device/anatomy. Although there was no patient involvement in this case, if this was to recur and the device were to be used in the anatomy, a missing o ring has the potential to cause or contribute to patient injury. It was reported that prior to a mitraclip procedure, while prepping the cds for use, the lock line cap was noted to be leaking. An attempt to fasten the cap a few times was made, but the device was still leaking. The lock lever cap was not removed at any time prior to the flushing of the device. It could not be recalled if an orange o ring was on the cds lock lever cap. The device was not used; there was no patient involvement. No additional information was provided regarding this device. Another cds was used to complete the procedure.

Manufacturer narrative:
(B)(4). Evaluation summary: the incident information provided to abbott vascular, the manufacturing records/complaint history and the analysis of the returned product were reviewed. The returned device analysis confirmed the leak was due to a missing o-ring. A search of the complaint handling database was performed and no other incidents were identified from this lot for leaks. A search of the lot history record for this specific lot indicated no related non-conformance records related to this failure mode. An expanded investigation revealed the most probable cause was possibly related to manufacturing; however, no systemic issues were identified that would predispose devices to leak resulting from a missing o-ring. These devices will continue to be monitored per site operating procedures.

Manufacturer narrative:
(B)(4). Estimated age ((B)(6)). The device has been received for investigation. The investigation has not yet been completed. A follow-up report will be submitted with all additional relevant information.